Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Product returned for full evaluation. Returned product inspection: during inspection it was found the welds in question did not break, but were not present on one side of the cross member. The missing welds allowed the cross member to move in a lateral motion on one side of the frame when raised. This movement put a side pressure on the seat pan, which caused the pan rivet to break creating the ¿snap¿ noise heard by the consumer. The rivet is only installed to hold the pan in place and is not intended to support the cross member.

Event description:
When being raised, they heard a snap and noticed that the weld had allegedly given way.